Event description:
It was reported that the user experienced intermittent bluetooth communication between the dexcom g7/g6 cgm and the ilet, resulting in signal loss to the ilet and absence of glucose readings despite attempts to toggle between g6 and g7 and to restart the ilet. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure, with the antenna/electrical and magnetic components implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.